Event description:
It was reported that the device failed to operate on ac power. There was no report of patient involvement associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and verified the reported failure. However, further cause for the reported failure was not determined.